Event description:
It was reported that the dexcom g7 continuous glucose monitor lost signal with the ilet for approximately two hours, during which the user received an enter bg or dosing will stop alert, and the sensor subsequently reconnected. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on activities of daily living, medical intervention, or hospitalization. Investigation included a complaint review and user education and troubleshooting regarding cgm-to-ilet connectivity. Investigation of this case revealed a temporary communication loss between the cgm and the ilet with successful reconnection and no device malfunction confirmed. It was concluded that the event was due to transient signal loss between the cgm and the ilet, with normal function restored after reconnection.